Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed diabetic ketoacidosis (dka). The patient had lactic acid build up, as well. The patient's blood glucose (bg) values reached 479 mg/dl. The patient was nauseous and confused. The patient was also jittery, lethargic and ketones were high. For treatment, the patient was put on intravenous (IV) fluids, manual injection of 5.5 units of insulin. They gave the patient sodium and diagnostic tests. The pod was worn between 4 and 24 hours on the arm. The patient is still at the hospital.